Event description:
It was reported that the user unlocked the ilet and found it in the fill tubing stage while connected to the infusion set and tubing, preventing a meal announcement; the user disconnected, pressed and held to complete the fill until drops were observed, then reconnected and confirmed insulin delivery had resumed with the meal announcement button visible. No reported symptoms or adverse clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed that insulin was potentially being directed to fill tubing while the set was connected, resolved by disconnecting and completing the fill procedure, after which normal operation resumed. It was concluded, based on previously established findings for similar reports, that user interaction during the fill tubing step likely caused the event and that product function was normal after correct procedural steps.